Event description:
It was reported that upon interrogation the pulse generator exhibited a diagnostics anomaly. After re-interrogating the device, normal function resumed. On (B)(6) 2014 the same device was behavior was noted. During the second interrogation, the device functioned normally. The device remained implanted.